Manufacturer narrative:
The device was sent to a third party service center for evaluation for an allegation the device failed to charge it's internal battery. During the evaluation of the device the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. The device was received by the manufacturer and forwarded to a factory authorized service center for repair. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.